Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an existing condition (psoriasis) that was exacerbated by the device. The patient was prescribed a cream from a physician. The patient's medical outcome is unknown.